Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device ran by itself; the device started to run as soon as it was put into a run mode and only stopped running when put into the lock position. The device also had inconsistent power during test bench testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed the electric pen drive device ran by itself (without the hand-switch). The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.